Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Product end user with neobladder and catheterizes four or more times per day. Product end user reports that he developed a urinary tract infection and was prescribed two oral antibiotics. End user followed up with his urologist and a cystoscopy was performed and per the end user the doctor used a "spoon to clean out his urethra". The end user reports difficulty inserting the product. According to the end user after the cystoscopy and antibiotics his urine was tested again and was "fine". Unable to determine exact malfunction that could have lead to the alleged urinary tract infections. No photographs received depicting the reported complaint issue.